Manufacturer narrative:
The infusion tube was inserted and functioned well for its intended use of intraosseous infusion. The user reported that they got fast flow of fluids into the pt for approx 10 minutes before infiltration began to occur. The user said that they had inadvertently/accidently pulled on the IV line while treating the pt. This likely caused the infusion tube to fall out. The pt was an adult male, of approx (B)(6), and was suffering from hypothermia. The pt was in cardiac arrest for an undetermined length of time prior to the initiation of CPR. The pt did not survive. The attending physician stated that the incident made no difference to the pt outcome. No eval of the device is possible, as it was discarded as sharps waste. Note: according to the reportable event decision record this is not a reportable event. Pyng medical is filing this report as a conservative interpretation of the FDA regulations. In the abundance of caution pyng medical is filing this as an MDR.

Event description:
User pulled on the IV line. Infiltration occurred and then the tube fell out. (B)(4).